Event description:
A pt reported experiencing inaccurate low results with a one touch ii meter. The pt's blood glucose results were 3.9mmol versus 5.9mmol meter to lab. Tests were done whithin 10 mins with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.